Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, objective lens has crack glue, objective lens has chips at edge, light guide lens has crack glue, light guide lens has chips at edge was observed. The service repair technician indicated that the most likely causes was traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.